Event description:
His 57 yr old female underwent left mastectomy in 1981 with silicone gel implant reconstruction. She also had a right breast implant placed 28 yrs ago. The mfrs of these implants is unknown to this reporting facility as they were implanted elsewhere. The pt presents with breast pain and wishes to have the implants removed. Gross exam: both implants leak clear gelatinous material.